Event description:
It was reported that the patient stated that she's been seeing amber-colored light flashing where exclamation point is. She pressed the orange start button and it would temporarily switch back to ok green light only, would vibrate, but then the air leak alarm would flash and then just the air leak. She stated that the dressing is placed on her ankle and that most oi her ankle is "covered" except the front area. She stated every time she sees the amber light she pressed the orange button, the ok green light goes on and the device vibrates, but after few seconds the ok light stops blinking. The patient and nurse confirmed that there are no apparent leaks but the nurse advises to contact the patient's physician for therapy advice as it has not been continuous due to the alarms.